Manufacturer narrative:
The cerelink icp monitor was not returned for evaluation (as per customer, product not available), therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00570. A facility reported a cerelink micro sensor was implanted on (B)(6) 2021. After a CT scan on (B)(6) 2021, the monitor displayed ¿sensor or extension cable failure! Disconnect and replace cable or sensor¿. Cerelink icp monitor cable was disconnected from the micro sensor, tried several different cables, turned off monitor to restart, different monitor was attempted with same result. The microsensor was removed on an unknown date.